Event description:
There was an operator error in programming the device, which resulted in the pt receiving more medication than intended. The pump was programmed to deliver fentanyl with a concentration of 15mcg/ml instead of the intended concentration of 50mcg/ml. No adidtional programming parameters were provided. After approx 12 hours, the pharmacy noted the error when a new vial was being requested sooner than expected. There were no adverse pt effects. No medical interventions were required. The customer contact reported that the pt "still complained of pain" and that they "had to increase the dose" to address the pt's continuing pain. Though requested, no add'l info was provided.